Event description:
The customer indicated that during a t & a procedure the patient's cheek sustained a burn. The extent of the burn was not known. However, the customer indicated that a crack was noted in the pencil when it was removed from the package.